Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system 1, medwatch with (B)(6) is aviva system 2.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 248 at 9:01 am on aviva system 1 118 at 9:05 am on aviva system 2 128 at 9:08 am on aviva system 2 124 at 9:09 am on aviva system 1 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.